Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026, due to patient developed back and spinal conditions requiring multiple MRI examinations. There are no plans to reimplant the patient with a new device as of the date of this report.